Manufacturer narrative:
The manual screwing of the healing screw was on that case probably to high (>15 n.cm). This case can be considered as isolated. However an engineering change order is in progress to solve the issue. The aim is to insure a manual tightening with the wrenches not to exceed 15 n.cm. Complaint file (B)(4) reviewed and reported further to our FDA inspection that took place from (B)(6) 2016.

Event description:
The practitioner has placed the implant at a torque of 25 n.cm, and he has manually screwed one healing screw on the implant. As the position of the healing screw was too high, the practitioner has decided to change the healing screw. However it was impossible to unscrew and remove the healing screw, so the practitioner decided to remove the implant. There is no information on the fact that the practitioner could have placed another implant consecutively.